Manufacturer narrative:
The patient was born in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. On an unreported date, the patient started treatment with unspecified antibiotics. Six days after the onset, treatment was discontinued, pd therapy was stopped and the patient was transferred to hemodialysis. The patient had not recovered from the event. Additional information is not available.